Event description:
(B)(6) 2021, 15:00:05: *svc defib lead impedance 132 ohms. Threshold 130 ohms. (B)(6) 2023, 21:00:04: *svc defib lead impedance 165 ohms. Threshold 160 ohms. (B)(6) 2023, 03:05:30: *rv (right ventricular) lead integrity warning: 2 or more high rate-ns (normal sinus rhythm) episodes < 220 ms. Sensing integrity counter >= 30 in 3 days. (B)(6) 2023, 09:00:01: *rv bipolar lead impedance >3000 ohms. Threshold 3000 ohms. (B)(6) 2023, 15:24:22: rv lead integrity warning: 2 or more high rate-ns episodes < 220 ms. Sensing integrity counter >= 30 in 3 days. (B)(6) 2023, 21:00:01: *rv bipolar lead impedance >3000 ohms. Threshold 3000 ohms. Appears to be oversensing noted on stored egm (electrogram) episodes. 15 vt (ventricular tachycardia)-ns episodes, most recent (B)(6) 2023, 35 high rate-ns episodes, most recent on (B)(6) 2023. Suspected rv over-sensing during recorded episodes. Inappropriate shock with lead noise. R-wave measurement 1.4 mv below range per previous lead trends. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).